Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hardware error code on (B)(6) 2015. No injuries or medical intervention were reported. Patient advised receiver was exposed to water when error message occurred, as device was dropped in the bath.